Event description:
It was reported to boston scientific corporation in 2007, that a corflo cubby low profile gastrostomy device was placed two month prior, (patient age, gender and weight are unknown). According to the complainant, about a month after placement, the button separated and the balloon was found to have a pinhole leak. Another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The sample was visually examined. The returned balloon had burst with a typical burst pattern. The cause of the complaint (button separation and balloon burst) could not be determined.